Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. Device analysis revealed that the shaft is completely separated 45.8cm from the strain relief which was caused by the sheath per the event description. 3.6cm of the shaft is twisted/damaged, kinked and flattened 38cm from the strain relief. There is a hole in the shaft 38.5cm from the strain relief. There are numerous shaft kinks and the tip is ovaled/damaged. No other issues or defects were observed during product analysis of the returned device. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that when removing the device, resistance occurred and the device became detached. The target lesion was located in the severely tortuous leg artery. A 7f fr4 mach1 guide catheter was selected for use. During the percutaneous coronary intervention, torque was not transmitted and the device became kinked. Then, while attempting to remove the device from the patients body, the device became caught in the sheath, resistance was encountered, and detachment of the device occurred outside of the patient's body. The procedure was completed with another of the same device. No patient's complications were reported.